Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 9-dec-2020 to ensure the initial concern is resolved - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 125mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 338mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6). Customer is also concern with the meter memory results being too high for him.

Manufacturer narrative:
H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value.